Event description:
The surgeon attempted to implant a collamer lens model cc4204bf, diopter +23.5, and tore while advancing out of the cartridge. The lens was not implanted and there was no pt contact or injury. The contact stated the lens was damaged by the cartridge. It was indicated that the msi-pf injector and sfc-25 fp cartridge were used, but the lot numbers were unk.